Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5152404/5153893.

Event description:
It was reported that the patients ipg site was causing pain. Inadequate stimulation was also reported. All device components were explanted and will not be returned.